Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had general unexpected restart. The customer¿s blood glucose level was unknown. Customer also stated that the insulin pump had external ram crc error. The customer stated that they were able to clear the alarm. The customer stated that they was able to complete rewind. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will not be returned for analysis.